Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/20/2017 with the following findings: the audio bolus button cover was missing, so the button was unable to be tested. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile changes prior to damage) issue. Reportedly, the audio bolus button was under responsive and the button cover was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.